Manufacturer narrative:
Date of event: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder gave the hcp a needlestick injury. This occurred during use. The following information was provided by the initial reporter: it was not a fault with the device or anything to do with technique. Staff member was bent over bleeding an elderly patient in a non-raising chair at the side of the bed. When pulling the vacutainer needle out and straightening up, her back spasm and the needle advanced forward and punctured her left hand before she had the opportunity to activate the safety device.